Event description:
Same case as MFR's report #6000093-2004-01140. It was reported that during a ptca/stenting treatment procedure, difficulty moving the balloon catheter on the luge 300 j guide wire was noted following predilatation of the lesion. The physician placed the luge wire distally in the right coronary artery. A maverick otw 2.0/15 mm balloon was used to predilate the lesion. The balloon catheter was dragging upon removal in the area where the floppy portion meets the stiff portion. The physician did not replace the wire because she did not want to loose position due to the lesion located distally in the vessel. The physician had similar dragging occur from express2 2.25/16 mm and 2.25/20 mm stents. Both stents went down with very little resistance, however, upon removal noticeable resistance was felt. The physician then sent an express2 2.75x20 mm stent down the vessel on the same luge wire and had a little drag going in. After the stent deployed, the balloon catheter locked up on the wire. The wire and the catheter were removed as a unit. The procedure was successfully completed. No pt injuries or complications were reported. The pt is in satisfactory condition.